Event description:
It was reported that the handpiece was overheating during a procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. Upon visual inspection the spindle housing and nose cone were too tight and bearings were worn. Unlubricated bearings will result in heat/friction. The device was repaired and returned to the customer.